Event description:
It was reported that the device displayed a downstream occlusion alarm, and the software required an update. There was no report of patient involvement.

Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown; no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H4 - device mfg date: correction. D9: date returned to mfg.: 3/5/2025. H3 and h6. Codes: updated. Device evaluation: the customer reported issue was confirmed. The probable cause was contamination found on the downstream occlusion (dso) sensor assembly. Replaced the dso sensor assembly and updated software to v 1.2.4 to resolve the reported problem. The device passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.